Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the fingerstick blood glucose (bg) values. The reporter stated that the patient had a blood glucose (bg) of 67mg/dl with abdominal cramping and unsteadiness when standing and walking. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Troubleshooting was completed and the patient is not doing quality checking on bg meter per manufacturers recommendations and the patient is not using same commercially distributed bg meter for accuracy comparisons and calibrations. This complaint is being reported due to the bg excursion the patient experienced due to an alleged cgm issue.